Manufacturer narrative:
(B)(4).

Event description:
It was reported "the implant did not deploy". Additional information states that another device was used to complete the procedure. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). A visual inspection of the returned device was conducted, and the following observations were made : received without tray, pusher deployed, cutter deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) deployed, distal tip undamaged, unsheathing pawl not engaged with suture spool, suture unbuckled, shuttle not engaged with needle spool, suture ferrule in place, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as de-signed. The following discrepancies were observed: needle damaged: the needle tip is bent out-ward, needle damaged: the needle is bent and broken near the needle spool. Refer to dimen-sional inspection for additional detail, capsular tab (CT) did not unsheathe. The needle was found to be bent and broken approximately 37.80 mm and 49.25 mm respectively from the nee-dle spool. The break interface of the broken needle is irregular, and it is not possible to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. Functional inspection was not performed because bone strike is a docu-mented known possible outcome of the urolift procedure which is typically the result of device p ositioning or excessive movement of the device or patient anatomy. The device history record for lot number was reviewed. There were no nonconformances or component rejections identified. This review did not identify any findings relevant to the failure mode identified for the returned device. The customer report of: " the implant did not deploy " was confirmed. Confirmation is based on interpreting the reported event to mean that the returned device did not create a urolift implant within the patient. The failure mode of the capsular tab (CT) did not unsheathe due to a bone strike prevented the device from creating an implant. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure mode: ul - needle broken: needle broken occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unin-tentional - cannot determine. Ul - CT did not unsheathe : the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the implant did not deploy". Additional information states that another device was used to complete the procedure. The patient's current condition is reported as "fine."